Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. The balloon was inflated 4 times at 12 atmospheres for 30 seconds. However, during the fourth inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient without any problem and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good.